Event description:
It was reported that "on (B)(6) 2025, the intensive care unit reported a high failure rate, estimated at about one-third of insertions, for sac-00818 arterial catheters used together with 682000 pressure monitoring sets from merit. These incidents, which have led to multiple device vigilance reports, involve early catheter malfunction occurring 24 to 48 hours after insertion. Nurses report that flushing is very difficult or impossible, flow is low, and blood clots quickly form in the catheter and tubing. This makes the device non-functional (loss of reliable pressure measurement, inability to draw blood samples) and requires premature catheter replacement." Clinical consequences include: premature replacement of arterial catheters: interruption of continuous hemodynamic monitoring, inability to perform the required arterial blood sampling, increased nursing workload (very frequent flushes), and more invasive procedures (new arterial punctures)." Additional information received regarding the status of the patient's states "some have been discharged, others are still hospitalised, and others have died." The deaths are not contributed to the device.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material was observed on the catheter. Visual inspection did not reveal any defects or anomalies on the catheter. The catheter body length from the juncture hub to the distal tip measured 85 mm, which is within the specification limits of 82-86 mm per catheter product drawing. The distal extension line outer diameter measured 2.45 mm, which is within the specification limits of 2.39-2.49 mm per the proximal extension line extrusion product drawing. The distal extension line inner diameter measured 1.19 mm, which is within the specification limits of 1.09-1.19 mm per the distal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "maintain catheter patency according to institutional policies , procedures and practice guidelines." A lab inventory syringe was used to flush water through the lumen and the lumen flushed as intended. No signs of blockage or leaking were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report of a malfunctioning catheter was not confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements and was able to flush as expected. A device history record review was performed, and no relevant findings were identified. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". Based on analysis of the returned sample, no problem was found as no functional or dimensional issues with the device were observed. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, the intensive care unit reported a high failure rate, estimated at about one-third of insertions, for sac-00818 arterial catheters used together with (B)(6) pressure monitoring sets from merit. These incidents, which have led to multiple device vigilance reports, involve early catheter malfunction occurring 24 to 48 hours after insertion. Nurses report that flushing is very difficult or impossible, flow is low, and blood clots quickly form in the catheter and tubing. This makes the device non-functional (loss of reliable pressure measurement, inability to draw blood samples) and requires premature catheter replacement." Clinical consequences include: premature replacement of arterial catheters: interruption of continuous hemodynamic monitoring, inability to perform the required arterial blood sampling, increased nursing workload (very frequent flushes), and more invasive procedures (new arterial punctures)." Additional information received regarding the status of the patients states "some have been discharged, others are still hospitalised, and others have died." The deaths are not contributed to the device.

Manufacturer narrative:
(B)(4).